Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited unsuitable electrical measurements at implant. The lead was repositioned twice before ultimately being implanted. No further information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.